Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found diluent leaking out of the top of the needle cartridge. The waste tubing was kinked, preventing the cartridge from draining properly. He resolved the issue by rerouting the tubing so it would not kink. He tried to run controls but got partial aspiration errors and found the blood detectors were turned off. He turned the blood detectors back on and verification passed. (B)(4).

Event description:
The customer reported a clear liquid leak while running samples on the lh750 instrument. The leak was contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. Patient results were not affected by this event.